Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "mid-term results using a cementless hip prosthesis in young chinese patients: a five- to seven-year follow-up study" written by xueyong qiu & jing yang & bin shen & zongke zhou & hui zhang & fuxing pei published by international orthopaedics (sicot) (2009) 33:1507¿1512 doi 10.1007/s00264-008-0705-x on 3 december 2008 was reviewed for MDR reportability. The article's purpose: "the goal of this prospective study was to assess clinical and radiographic results of cementless tha with aml stems and to determine advantages and limitations of these stems." Data was compiled from 74 thas (69 patients) between july 2000 and june 2002 with follow ups from 5-7 years of 46 men and 23 women with average age of 47 years. Depuy products utilized: aml stems, duraloc 300 cups (without screw hole), poly liner and locking ring, a crco femoral head (presumably depuy as no other indication of other products utilized). The article provides patient identifiers with adverse event (s) for two patients that are captured on a linked complaints. This complaint captures adverse events without patient identifiers: reactive hypertrophy of cortical bone surrounding distal portion of the stem, acetabular osteolysis , femoral osteolysis, dislocation treated by closed reduction under general anesthesia and immobilization for 3 months, heterotopic ossification. The article does not give indication that patients received revision for any adverse events. The article does not give indication of debris as cause of osteolysis.